Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and discomfort at the implant site and was prescribed two courses of oral antibiotics (dates not reported).